Event description:
A customer reported a malfunction on their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through resetting the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to contact support again if the issue arises.